Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04156 for a description of the first device. It was reported to boston scientific corporation that a hydrothermablation (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the heater canister was inserted into the hta unit. Before the cassette could be installed, the heater canister began to "glow orange," and the system shut down. The alignment pin was fully placed inside the reservoir holder, and there was no compression force exerted on the reservoir. The sheath was not inside the patient at this time, and no saline was circulating. A second procerva procedure set was opened, however the hta system would not turn back on, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04156 for a description of the first device. It was reported to boston scientific corporation that a hydrothermablation (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the heater canister was inserted into the hta unit. Before the cassette could be installed, the heater canister began to "glow orange," and the system shut down. The alignment pin was fully placed inside the reservoir holder, and there was no compression force exerted on the reservoir. The sheath was not inside the patient at this time, and no saline was circulating. A second procerva procedure set was opened, however the hta system would not turn back on, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The returned unit was power cycled on/off numerous times for several months and never resulted in the reported fault mode. In addition to power cycling at nominal incoming line voltages, power cycling was also performed with incoming line voltages ranging from 100 vac to 140 vac of which the unit always properly initialized and always resulted in a successful power-up as functionally expected. Therefore, the most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
The device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.